Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device had an inadequate seal which caused bleeding. Constant bleeding and oozing a fter sealing. There was minimal blood loss less than a few ml. The patient was not on medications, could not specify how many good seals were performed before bleeding as most seals at least oozed and numerous attempts made to reseal vessels but unsuccessful. There was no re-grasp alert, but there was an end tone and evidence of energy delivery. New device opened, with a different lot number, and had various vessels re-sealed successfully. There was no patient injury.

Manufacturer narrative:
Evaluation summary: three devices were received for evaluation. The returned products met specification as received. Visual inspection found no defects. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.